Event description:
It was reported to medtronic neurosurgery that the distal connector was too large for the distal catheter.

Manufacturer narrative:
The product is currently under evaluation. A review of the manufacturing records showed no anomalies. There was no impact to the patient reported. All of ours valves are 100% tested at the time of manufacture.